Event description:
The unit detected blood during an auto-fill. The customer cycled the power switch twice and continued to use the unit. The customer reset the system after it detected blood and continued to use it. The intra aortic balloon was not returned to datascope for evaluation. Event complications: none from the event - reported 5/19/98. Pt's current status: unk - reported 5/19/98.